Event description:
It was reported that the customer complained the tubing gets cloudy. Rep advised how to clean. It's unclear if troubleshooting was provided. No additional information provided. Used with female wicks. (Prepping and placement tips shared) per follow up information received via email on 25nov2025, it was reported that the customer does not have numbers or the product. Customer was told that they need to purchase an accessory kit, which will include the tubing and new canister. Apparently, they were told to incorporate it with my next order monthly. Customer also spoke to some nice lady and she told me that the canister and the tubing has to be cleaned every day with dawn dish detergent and then alcohol or the tubing with cool water. I am doing that now with the new tubing and canister, but the old unit canister and tubing, I don¿t have. I have recurrent uti infections. I am bedbound so it¿s very very important for me to change purewick like every three hours sometimes less I can¿t say that my utis were caused by defective clogged cloudy tubing going forward. Hopefully this will all be avoided as we¿re cleaning it differently, but it¿s still having a hard time with the motor extracting the urine from the tubing in the hospital that purework wonderful because they have apparently larger source of power cause it¿s attached to the wall. When is it required to change the base motor? We did all those water test and if it takes a longer time, they told me to purchase the accessory kit which I did thank you for reaching out, but I don¿t have any numbers of the unit or any information that you¿re asking for. I did send back a long time ago based in canister tubing turned never heard anything back. I don¿t know whether the wick or it certainly doesn¿t last 6 to 12 hours. I have to change mine every two or three hours because it separates on the purple casing and goes on the chuck¿s padding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.